Event description:
Per the clinic, the patient experienced non auditory sensations, muscle twitching and poor sound quality with the device. Subsequently, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 19, 2023.